Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 4.6cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) displayed the fiber optic sensor failure alarm. The customer switched the arterial line source to the iab central lumen successfully. They were then advised to disconnect the fiber optic cable from the iabp to stop the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).